Manufacturer narrative:
(B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 10, 2021 that a wallflex biliary rx partially covered stent was implanted to treat a 2cm malignant stricture in the bile duct during a stent placement procedure performed on (B)(6) 2021. It was reported that after the stent was released, the stent failed to expand and resistance was felt while trying to remove the delivery system. The physician waited for a few minutes for the stent to expand, but the stent did not expand and was stuck on the delivery system. The physician strongly pulled the delivery system and the stent detached from the delivery system; however, the stent moved out of its correct position. The stent remains implanted and a different device was placed to complete the procedure. There were no patient complications reported as a result of this event.